Event description:
It was reported that the device was used during an unknown procedure. The device did not fire, another cartridge was used and still did not fire. Another device was used with the same cartridges and worked fine to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Yoke teeth. Evaluation summary: the analysis results found that an ats45 device was received in good visual condition and without reload present. The clamping and the firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.